Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that on the night before this report, the patient changed the infusion set and in the afternoon of this report, the patient was at golf tournament when the infusion set tubing came apart at the site connector and would not reattach to the site. The patient had some high readings because the infusion set was disconnected and self-treated with a manual injection at home. The site location was at the left abdomen and the pump was in the left pocket. The infusion was in use for one day. Reportedly, the infusions were stored in the bathroom and the pump was not dropped with the set connected to the patient's body. No further information available.